Manufacturer narrative:
Patient¿s date of birth and age were not provided. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 27 days the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had gastrointestinal (gi) bleeding beginning on (B)(6) 2017. The patient developed dark stools and had a sudden unspecified drop in hemoglobin and hematocrit (hct). The patient was taking the anticoagulants aspirin and warfarin at the time of the event. It was reported that there were no arteriovenous malformations (avm) observed. The patient had a prolonged hospitalization and was transfused with 5 units of packed red blood cells (prbc). The gi bleeding was reported as ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. H3 other text : placeholder